Event description:
It was reported that the patient presented to hospital for routine follow up. Upon interrogation, the pulse generator exhibited backup vvi mode. After user download, normal device function resumed. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.